Event description:
Hold ajgit was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced inter alia, mental and physical pain, permanent injury, and a recurring prolapse. Associated MDR: 1018233-2013-01882. (B)(4).

Manufacturer narrative:
The sample was not returned. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.